Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in (B)(6) 2009 and performed to specification alongside random manual power ons, up to the (B)(6) 2013. The device failed a self-test due to a low battery on the (B)(6) 2013, a fresh pad-pak was installed on the (B)(6) 2013 and the device passed a self-test. The device performed to specification up to the (B)(6) 2015. Multiple manual power ups mainly of ten minute duration were observed in the device memory between the (B)(6) 2015. Investigation indicated the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switches on automatically.